Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential and bent cannula. Customer's blood glucose was 196 mg/dl. Customer's sensor glucose level was 57 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Customer advised they had a bent sensor cannula and the device alerted change sensor. Customer advised a bad sensor alert occurred after a 2nd consecutive calibration. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.